Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to emergency room and then hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was 430 mg/dl. The customer was treated with insulin shot,insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging insulin pump was under delivering. Customer was performed displacement test and no reservoir was detected. Customer was not using auto mode. The insulin pump will not be returned for analysis.